Event description:
The nurse reported the system screen turned totally white and a system message displayed. An incision had already been made in the patient's eye, but the surgeon could not continue surgery. No iol was implanted and the surgery was not completed. Five cases were cancelled.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The cpu contacts were cleaned and the power supply was replaced and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 09/03/2009.